Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The meter and two test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.4 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of discrepant inr results with coaguchek vantus meter serial number (B)(4). The initial result at 11:25 a.m. Was 4.9 inr. The patient retested approximately 1 minute later using the same finger and obtained a result of 3.5 inr. Product labeling states: "never add more blood to test strip after test has begun or perform another test using the same fingerstick." The patient retested at approximately 11:50 a.m. Using a different finger and the result was 3.2 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr and he tests every 2 weeks.